Event description:
It was reported that customer experienced repeated malfunction alarms on insulin pump, with same malfunction code occurring three or more times, prompting first contact with technical support. There was no reported impact to the customer¿s blood glucose level. Customer was instructed that pump required replacement, confirmed pump serial number and shipping address, received instructions for storage mode and for returning faulty pump within 10 days, and was provided replacement pump, while customer declined to share information about backup insulin therapy.